Event description:
During preparation of the device for a cardiopulmonary bypass procedure, the user reported that the tube clamp assembly to the roller pump was broken. As a result, an alternate device was employed for the procedure. The user reported the surgical procedure was completed successfully and there were no adverse consequences to a pt as a result of this event.

Manufacturer narrative:
Eval in progress, but not concluded.